Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to the customer damage of the bent tube drive on the carriage assy. A review of the device history record for (B)(6) was performed from date of manufacture 10/29/2010 to the present date 10/15/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure [no information given] which does not correlate to the customer reported issue. (B)(4).

Event description:
It was reported that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed calibration. There was no patient involvement.